Event description:
It was reported that a screen issue occurred, where the screen would light up slightly when the pump button was pressed but remained unreadable, staying black. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.